Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their recharger wasn't working and it took forever to charge the implantable neurostimulator (ins). The issue began a couple months ago. Patient mentioned they had to bend the cord right in a certain spot to charge the implant. Patient mentioned the implant took forever to charge and lasted a day. During the call there were no damages on the recharger. Patient reset the controller and plugged the recharger. Patient got 0/0/0 on passive recharge. Where the wire went into the recharger got really hot and was almost burning. Agent sent request to repair to replace the recharger.